Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The fse determined the primary failure mode as the buffer valve. The buffer valve was replaced to resolve the issue. System performance was verified and no further issues were reported. Information not provided by customer. , initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous sodium (na) patient results on their au5800 clinical chemistry analyzer. The results were not reported out of the laboratory; hence, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics or data.